Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
The patient called back on (B)(6) and informed dexcom technical support that it was user error and she had removed the dexcom sensor and threw it away and placed an omnipod, which is not a dexcom product, onto her stomach. The patient then realized she had two omnipods on her body and no dexcom sensor.